Event description:
Boston scientific received information that this right ventricular lead was noted to have displayed high pacing impedances of greater than 2500 ohms. It was noted that the lead also had an insulation breach, and a lead conductor fracture was also suspected. Surgical intervention was performed to surgically abandon and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.